Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed "pump door open" message. However, the pump door was in a closed condition when the message was displayed. The user replaced the pump cover, but the issue continued to persist. No further information was provided. No known impact or consequence to patient information was provided.